Manufacturer narrative:
Concomitant products: product ID 8780, serial # unknown, implanted: (B)(6) 2014, product type catheter; product ID 8840, serial # unknown, product type programmer, physician; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Following a pump and catheter replacement procedure, the physician was able to interrogate the new pump in the or (operating room). The pump was programmed, but the surgeon was getting a "pump memory error¿ and a ¿stopped pump¿ message when attempting to update the pump. The surgeon stated that he had a ¿noisy or with lots of cameras and equipment running.¿ at one point, the nurse had the telemetry head upside down, but even after correcting that they were getting a ¿pump memory error¿and ¿telemetry cancelled¿ message. They tried moving the or lights away and were still getting the same message. The light on the programming head was flashing green for a while, but they were still not successful. The correct programing parameters stayed even though the pump was reading ¿pump memory error.¿ they were going to move the patient to the recovery room and call back if they still had trouble updating the pump. The surgeon had decided to reduce the initial starting dose from 5mg/day to 1 mg/day. The patient was staying overnight for monitoring. The device system was delivering dilaudid. The device serial numbers and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.